Event description:
Device was returned for repair due water damage. Parts were replace or repaired. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-service evaluation, technician noted that noise test, temperature test, and speed tests failed. Device was repaired and returned to the customer.